Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range pacing impedances and triggered a lead safety switch (lss). There were also over sensed noisy signals at a ventricular event prior to the (lss). This could be indicative of a lead fracture. Further patient evaluation and reprogramming was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.